Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that there was a patient alert due to pacing impedance greater than 3000 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event.